Event description:
It was reported to boston scientific corporation in 2008, that an rf 3000 radiofrequency generator device was to be used for an ablation procedure five days prior. According to the complainant, the procedure "could not be performed on a patient because the rf 3000 generator showed a permanent error message." Attempts to ascertain further details have been unsuccessful.

Manufacturer narrative:
The complainant was not able to provide the serial number of the suspect device; therefore, the device manufacture date cannot be determined. The device has not been returned. A device analysis is not available. The cause of the reported event cannot be determined.